Manufacturer narrative:
Additional information was requested and the following was obtained: can you please inform what issue was observed specific to the drain tube? ¿it is unknown. How was the case completed? ¿no information. After removing the first drain from the patient, was a new drain inserted in the patient? ¿no information. Were both the drain and the reservoir replaced to complete the case? ¿no information. Was only the reservoir replaced for drainage system to work? ¿no information.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please inform what issue was observed specific to the drain tube? ¿it is unknown. How was the case completed? ¿no information. After removing the first drain from the patient, was a new drain inserted in the patient? ¿no information. Were both the drain and the reservoir replaced to complete the case? ¿no information. Was only the reservoir replaced for drainage system to work? ¿no information. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Lot number of the drain -no information. Did the plate locking mechanism function adequately creating the negative pressure during activation? -yes. According to a nurse, she saw that the blood was drained upon activation of the reservoir (i.e., when the bottom flap was bent up) during the index procedure. Was some exudate collected in the reservoir when checked 5 hours after surgery? -no information. Does the surgeon opine that the inability for reservoir to create suction & inflate may be due to use of surgicel in the procedure? -no, he doesn¿t. Was the surgeon alleging a product deficiency with surgicel? -no, he wasn¿t. We have not got the surgeon¿s opinion.

Event description:
It was reported that the patient underwent a radical neck dissection procedure on (B)(6) 2017 due to laryngeal cancer and the drain was implanted and fixed loosely. The black mark was placed about 5-10 cm below the skin surface for efficient suction. It was also reported that during the procedure, surgicel was placed between the drain and the blood vessel to avoid conflicting between them and this is an unusual way. At that time, a nurse confirmed the reservoir was working properly. Five hours after the procedure, the reservoir was not working. There were no problems in breathing. On the following day, it was confirmed the reservoir was not inflated. Then, the drain was removed from the patient but the reservoir was still not inflated. It was also reported that it is unknown what issue has been observed specific to the drain tube.

Manufacturer narrative:
Upon functional inspection, when attached to 100cc reservoir, the drain worked properly draining liquid from bowl. The drain was found to be fully functional.